Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause skin irritation at the infusion site. The exact cause of the reported event could not be determined. The pod was received with the soft cannula deployed and evidence of corrosion visible through the top and bottom housings. Initial attempts to download the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. The source meter, producing 4.5v, was attached to the pod in an attempt to download the data. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the source meter in an attempt to download the data. This attempt was also unsuccessful. The download data could not be obtained as the pod could not pair with the master pdm. Corrosion was observed on the bottom battery, hard cannula, reservoir cap, tube nut, reservoir, and pcb assembly. The corrosion on the pcb assembly contributed to the pod being unable to pair with the master pdm. Leak testing found fluid to be slipping past the reservoir plunger, indicating an inadequate seal between the reservoir plunger o-ring and the reservoir. This leak resulted in the corrosion on the internal components and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.